Event description:
Caller reports being unable to obtain a result on the advantage system due to an error on the device while customer had low blood glucose symptoms. Caller treated the customer with 6 oz orange juice and customer's low blood glucose symptoms improved in 10 minutes. 2 hours later, customer had low blood glucose symptoms again. Caller treated customer with 6 oz orange juice and called emergency medical technicians (emts). Customer's low blood glucose symptoms improved after treated with orange juice. Customer tested 52 mg/dl on emt meter; she was treated with oral glucose gel. 15 minutes later customer tested 79 mg/dl on emt meter and was taken to the hospital. 40 minutes later customer tested 85 mg/dl on hospital meter and was treated with a glucose IV for 18 hours. Customer was not admitted to the hospital. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.